Event description:
Consumer complaint of low blood results. Expected blood glucose results two hours after meals range from 140 to 150 mg/dl. Customer feels shaky and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2015; 5:02pm) with results of 67 mg/dl and 77 mg/dl. Verified storage of test strips is within spec wince they are kept in dining area. Test strip lot MFR's expiration date is 06/13/2017 and open vial date is about two weeks ago. Recall test results performed two hours after meals from meter memory: (B)(6) 2015; 06:30pm - 79 mg/dl; (B)(6) 2015; 01:14pm - 78 mg/dl; (B)(6) 2015; 12:23am - 95 mg/dl; (B)(6) 2015; 08:52am - 109 mg/dl; (B)(6) 2015; 09:13pm - 79 mg/dl; adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.